Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient called to report an unexpected shock to his head and it ran through the body causing shaking for over a minute. The patient stated that it felt like getting electrocuted. A follow up with the patient¿s healthcare provider indicated that the patient did receive a shock from the device but was unsure if the therapy was appropriate for the patient¿s needs since the physician did not get a chance to look at the interrogation report. The patient¿s concerns were addressed by the physician. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.